Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 52.2cm was returned for analysis. External insulation abrasion was noted at 7.0-7.6cm and 7.2-7.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 40.6-40.8cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion was noted at 11.2-13.8cm from the distal tip. The etfe coating was intact. Internal insulation abrasion under the rv shock coil was noted at 5.2-5.4cm, 5.3-5.5cm, and 6.4-6.8cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 17.4-18.1cm, 23.6-23.9cm, 24.2-24.5cm, and 25.3-25.6cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 11.2-14.8cm from the distal tip. The etfe coating of one sensing conductor was abraded and the inner coil exposed at these locations, consistent with the field observation of noise.

Event description:
It was reported that externalized conductors were observed during the device change out due to normal eri. The electrical function of the lead was tested and revealed noise. Patient was asymptomatic. The lead was explanted and replaced. The patient condition was good after the event.